Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to have any activity or initiate any telemetry. The monitor had successfully transmitted automatically in the past. The power cord was unplugged and plugged back in and then a manual transmission did go through successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
Product event summary: partial return of the remote monitor was analyzed and revealed that no defect was found. Tests performed and passed: the initial functional test, bench power-up test with good supply, full debug mode test, and the final functional test. The tester was unable to simulate the failure.

Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.